Event description:
Purchased clear care plus hydraglyde contact lense solution (new formula by alcon). When I started using it, I had itchy, irritated eyes and blurred vision. When I got suspicious that the problem might be in the new solution, I purchased a bottle of old formula solution (clear care triple action). All issues disappeared. After that did some research online and found out that many people have the same issues with the new formula. It should not be on the market.